Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that patient had a reaction. Verbatim: srg- product name -chloraprep -# . Received via : email. External reference # (B)(4). Date of event- (B)(6) 2022. Material # not provided at the time of entry. Batch # not provided at the time of entry. Please find attached full text article containing an icsr ( drug exposure during pregnancy) regarding chlorhexidine, country: united states. Reference detail: a post-operative reaction to povidone-iodine in a postpartum woman: a case report,"rao s., bartkus t., gandhi k., gibson a., ventolini g.",case reports in women's health (2022) 34 article number: e00394. Date of publication: 1 apr 2022.

Event description:
It was reported that patient had a reaction. Verbatim: srg- product name -chloraprep -# received via : email. External reference # (B)(4). Date of event- 02/14/2022. # of occurrences -. Material # not provided at the time of entry batch # not provided at the time of entry please find attached full text article containing an icsr ( drug exposure during pregnancy) regarding chlorhexidine, country: united states. Reference detail: a post-operative reaction to povidone-iodine in a postpartum woman: a case report,"rao s., bartkus t., gandhi k., gibson a., ventolini g.",case reports in women's health (2022) 34 article number: e00394. Date of publication: 1 apr 2022

Manufacturer narrative:
A photo of the reaction was provided for evaluation. Visual examination of the photo shows a rash occurred. Unfortunately, without the actual sample or photo of the product used, the reported issue could not be verified it was related to the applicator used. In addition, a definitive root cause could not be defined at this time. A production record review was not completed as no batch/lot information was available for investigation. No further action is required. This failure will continue to be tracked and trended. H3 other text : see narrative below.